Event description:
It was reported that while using the 4mm bur, there were shavings that came off in the pt's shoulder. Another bur was available and procedure was completed successfully.

Manufacturer narrative:
Additional info will be provided once investigation is completed.